Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss and failed batt test alert due to blank display. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed low battery less than 1 week and it had alarmed failed battery test. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The battery contacts cap and compartment were ok, not damaged. The device will be returned for analysis.